Event description:
It was reported that during the implant attempt the existing lead had space in the header of the new device. The problem was resolved with an upsizing sleeve. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.